Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 5 physical samples submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection of the samples. Analysis of the sample showed that visual inspection of the photos shows syringes with 20ml of a transparent solution and a white foreign matter on top of the syringe rubber stopper. Bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the medication is leaking out from around the plunger of the syringes.